Event description:
Per received report: the presidio coil and target 360 coil were advanced to make frame in a dog-ear shaped aneurysm. As the coil was advanced, a presidio loop was observed to have come out of the parent artery. The physician tried to pull it back but it couldn't be retrieved no advanced after several loops cam into the microcatheter. The coil was later found stretched during retrieval. No pt injury was reported.

Manufacturer narrative:
The product has not been received in our facility at this time. A follow up report will be submitted as soon as the product is received and final analysis has been conducted.